Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on february 11, 2019, the patient was prescribed and implanted with an option retrievable ivc filter on an unknown date by dr. (B)(6) at (B)(6) health care in ((B)(6). The patient had a scheduled retrieval procedure on or about (B)(6) 2019 by dr. (B)(6) at (B)(6) health ¿ (B)(6); the filter was retrieved. The complaint alleges embedment and perforation. The complaint specifically alleges pulmonary embolism with filter; recurrent/progressive dvt; occluded l pelvic stent; reactive/inflammatory changes in the bowel mesentery; hypertrophied r gonadal vein. Argon¿s attorneys are attempting to gather additional information.